Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a blank display and stated that the insulin pump may have been exposed to moisture from sweat. Customer's blood glucose reading at the time of the call was 89 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored for 24 hours with multiple basal rates, passed the self test and all operating currents were normal. The device did function properly. No blank display or moisture damage inside the unit noted. The device was received with cracked reservoir tube lip.